Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had dropped below 30 mg/dl. The suspected cause of the low bg level was unknown. The customer is new to the pump and initially thought that the pump may have delivered more insulin than the customer requested. However, pump bolus and basal history was reviewed with tandem technical support (cts) and was verified with the customer to be accurate. The customer administered glucagon, consumed honey, and set a temporary basal rate to address bgs. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 143 mg/dl. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.